Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0872 inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed (B)(4) units of normal bolus was delivered on 01/30/2023 between 10:38:06.000 and 14:07:30.000. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap/reservoir does lock properly. Unit passed the force sensor offset test with 22.7 mv. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, and stained serial number label. Pump passed functional testing and no over delivery anomalies noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 60 mg/dl. The customer also reported the pump was over-delivering. The customer was treated with a food intake. The customer experienced symptoms like sweating, weakness, and anxiety. Troubleshooting was performed and found that the pump was used within 48 hours and it was unknown whether the auto mode feature was not active at the time of the event. The customer was advised to perform the high-pressure test and the pump passed the test. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis.